Event description:
It was reported to philips the touchscreen is not working. The device was being setup for use at the time the issue was discovered however, another unit was used and no therapy was delayed, there was no patient or user harm reported. Customer states touchscreen was recently replaced and calibrated but is now unresponsive. The user interface (ui) printed circuit board assembly (pcba) has also been replaced but problem persists. Philips remote service engineer advised the customer to replace power management (pm) pcba or central processing unit (cpu). If problem remains then could be out of box failure (obf) touchscreen. The customer will call back if suggested parts do not resolve the issue. Customer confirmed a new touchscreen was ordered and installed but would not work. The customer tried a power management board, problem still existed, tried user interface board, problem still existed. Found that new touchscreen was so far out of calibration that it would not work. Customer was able to get into touchscreen calibration and calibrate the touchscreen and the unit now is operating fine. Tests were performed as per service manual and all tests passed. Based on the information provided and service performed, the customers alleged malfunction was confirmed.